Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Contact inquired why a correction bolus was denied for treatment of high blood glucose levels. During troubleshooting with tandem technical support, contact confirmed that there was currently 2.14 units of insulin on board (iob) with 2 hrs, 32 mins remaining. Therefore, the pump did not deliver the requested bolus to prevent potential insulin stacking. Contact and customer understood and acknowledged that the pump performed as intended. It is unk if the issue impacted the customer's blood glucose level.